Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he presses the act button to go to the main menu his insulin pump goes blank. He also mentioned that when he hits the backlight button the backlight flickers instead of staying on. The patient's blood glucose at the time of incident was 188 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed during prime test due to moisture damage on the force sensor resistor. The insulin pump also had corroded electronic assembly and corroded motor assembly noted during our visual inspection. Unable to complete functional test due to a33 alarm. The back light functioned properly during our testing and no flickering back light noted. However, all operating currents are within specification. No unexpected weak battery alarm or blank display noted during our testing. The insulin pump passed off no power test, self-test, a21 error test, displacement test, rewind, basic occlusion and excessive no delivery alarm test.